Event description:
On (B)(6) 2010, a gore propaten vascular graft was implanted during a bypass procedure. The procedure was performed from the left common femoral artery to left peroneal artery. Within one month post-implant, the patient experienced an occlusion and limb loss.

Manufacturer narrative:
No testing methods performed. No results available since no evaluation performed.